Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/08/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that he noticed a scar the size of a quarter and stopped using the product. The affected area was treated with nonprescription antibiotic ointment. At the time of contact it was indicated that the area had healed and was no longer an issue. No medical intervention was reported. No additional event or patient information is available.